Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "bumped" the cartridge pigtail and it came out of the cartridge. Customer did not provide further information. There was no reported impact to the customer's blood glucose.